Event description:
The user's hearing performance with the device is affected. The user fell in (B)(6) 2019 on his left side and received stitches around his eye but there were no changes in measurements at this time. Re-implantation was performed on the (B)(6) 2021. This report refers to 9710014-2021-00078. For further information please refer to this report.